Event description:
Hello, please, please help me ((B)(6)). I will be meeting with different surgeons on (B)(6) 2019 to discuss explanation. On (B)(6) 2014, I underwent a double mastectomy with immediate reconstruction using a free flap (transverse upper gracilis [tug]. Dr. (B)(6) was my breast oncologist and both drs. (B)(6) were my micro/plastic surgeons at (B)(6). I later opted to include breast implants in my reconstruction journey. On (B)(6) 2015, I was implanted bilaterally with retro pectoral allergan natrelle 210 highly cohesive, anatomically shaped, silicone-filled breast implants with biocell texture by dr (B)(6). Since implantation, I have been experiencing an increasing number of symptoms and issues. Additionally, I was recently diagnosed with an extracapsular implant rupture, granulomas, calcifications, skin thickening of breasts and anterior bilateral shoulders, 3mm lung nodule, as well as simple fluid behind the implant. Past imaging reports (ultrasound on (B)(6) 2017 and (B)(6) 2018), and a CT with contrast on (B)(6) 2018 at (B)(6), and physical examination assessment from several doctors, originally diagnosed right breast lumps as ¿soft tissue density¿ and 'possible fat necrosis.' These lumps were determined by MRI to in fact be silicone granulomas (same location in right breast across reports). Based on this strong correlation, it is possible the rupture may have occurred as early as 2016, about one (1) year of implant. I have "not" experienced any trauma, nor capsular contracture. How can I ensure my implants are sent directly to the FDA for evaluation and inclusion in all applicable studies, databases, etc. When they are explanted? I want an independent party to evaluate these medical devices, not the manufacturer which has no financial interest in transparency concerning potential product defects. That¿s simply allowing ¿the inmates to police the jail.¿ my symptoms have included but are not limited to : breast pain, swollen lymph nodes, new lumps (breasts, armpits, anterior/posterior neck and shoulders), muscle pain primarily in neck and shoulders (periodically limits range of motion). Joint pain, white/yellow nipple discharge, difficulty with memory, fatigue/exhaustion to such an extent that I skip participating in activities I once enjoyed, nausea, weight loss, and a skin rash which includes deep, during pustules with scarring. Dr. (B)(6), an ear nose throat surgeon, excised one problematic lymph node from my right, upper, posterior shoulder on (B)(6) 2019. Pathology noted this 1.2x 1.5 cm rubbery node was macroscopically ¿purplish-grey¿ in color with ¿deep grey foci,¿ and as having cortical and paracortical hyperplasia. A portion of this node has been placed into rpmi solution and maintained under refrigeration for possible future studies. My breast oncologist, dr. (B)(6), ordered a chest MRI to check the silicone breast implants. The MRI was performed on (B)(6) 2019 at (B)(6). The MRI detected an extracapsular rupture of one allergan naterelle 410 highly cohesive silicone gel anatomically shaped, textured breast implant. The implants haven¿t been explanted yet, therefore I am unsure if the left implant (same type) will be found with issues. Thank you in advance for your compassion, time, expertise, and any assistance you can provide me. (B)(6).